Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found that: the connecting tube was sticky (foreign material). Based on historical data, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the connecting tube was sticky (foreign material). There was no patient involvement.